Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited dirty objective lens and lifted support pins on the bending section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for the dirty lens. A root cause could not be identified for the lifted support pins. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the support pins due to excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.